Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty electropneumatic proportional valve. The cause of the faulty electropneumatic proportional valve was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.